Manufacturer narrative:
Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer experienced an elevated blood glucose (bg) level in the 400's mg/dl range and diabetic ketoacidosis leading to a visit to the emergency room (ER). While in the ER, the customer received treatment in the form of an insulin drip. Reportedly, the contact believed the suspected cause of the high bg's was due to the customer being non-compliant with the insulin pump and their diabetes. After the ER visit, the customer was admitted to the hospital and continued to receive treatment in the form of an insulin drip. A system check was performed and the pump performed as intended. No damage to any of the pump supplies were observed during this event. Upon reviewing the pump's history it was found that an occlusion alarm had occurred and the customer did not address the issue. It was also found that the customer uses their cartridge for 5 days. The customer was released from the hospital on (B)(6) 2017.